Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and damage to the cable jacket were confirmed and reproduced. A review of the downloaded log file spanned approximately 5 hours ((B)(6) 2020 10:15 15:11 per time stamp). On (B)(6) 2020 at 17:28, 20:39, 21:27, and (B)(6) 2020 from 07:23 to 13:31 while connected to the power module, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and was cleared manually but returned each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(4), was returned for analysis. The controller returned with a cut in the black cable jacket so the cable jacket and shielding were stripped back revealing several nicked and kinked wires. A power cable disconnect alarm on the black cable was noted so the power cables were replaced to continue testing. The cable was replaced and the controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. A root cause for the power cable disconnect alarm was determined to be damaged wires in the black power cable. A root cause for the damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-alarms and troubleshooting and heartmate 3 patient handbook section 5-alarms and troubleshooting explain how to troubleshoot the system controller, including power cable disconnect and backup battery alarms. Heartmate 3 instructions for use section 8-equipment storage and care and heartmate 3 patient handbook section 6-caring for the equipment explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having power cable disconnects when attached to wall power. All connections were cleaned. The log files were reviewed by technical services several odd power cable disconnects associated with the black power lead were noted. Technical services suggested that the patient inspect the controller black power lead for a bent pin or cracks the patient was using a power module, so technical services recommended that the the patient power cable also be inspected for damage. The power cable disconnects continued to happen and a controller exchange was performed on (B)(6) 2020. There were no pins that appeared to be bent. The black power lead was noted to have a small rip covering the wires, but it is unsure if this lead to the event. The system controller was to be returned for evaluation.